Event description:
It was reported that prior to the start of the case, the generator received an error code 1, generator error. It was not reported how the case was completed or if there was any patient consequence.

Manufacturer narrative:
Analysis summary: it was reported that the generator is being returned to the service and repair facility with error code 1. The analysis site found that the unit boots up with error 1. The site replaced the main pcb to correct the complaint. The generator was serviced, then burned in, functionally tested, and was found to operate properly.